Event description:
A customer from (B)(6) alleged 2 samples generated discrepant results when tested with the cobas egfr mutation test v2, compared with the customers¿ pcr test and sanger sequencing. Additional information regarding customers¿ pcr test was requested but not available. Patient 1 had a l858r detected result for a tissue sample with the customers¿ pcr test and sanger sequencing. Testing of a plasma sample using the cobas egrf mutation test generated a l858r pos, g719x pos and ex20ins neg result in the initial testing. Retest of the plasma sample generated a l858r pos, g719x neg and ex20ins pos result with the same test. The customer repeated the same test on a pleural fluid sample and generated a l858r pos, g719x pos and exon20ins pos result. The positive results for the 3 mutations were reported out. No harm was alleged. Patient 2 had a ex19del detected result for a tissue sample with the customers¿ pcr test and sanger sequencing. Testing of a plasma sample using the cobas egrf mutation test generated an ex19del pos, g719x pos and ex20ins pos result in the initial testing. Retest of the plasma sample generated an ex19del pos, g719x pos and ex20ins pos result with the same test. The customer repeated the same test on a pleural fluid sample and generated an ex19del pos, g719x pos and ex20ins pos result. The positive results for the 3 mutations were reported out. No harm was alleged. An investigation on the allegation is ongoing.

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). In patient code, added solid tumour. Cn-619794.